Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of capture (loc). Technical services (ts) was consulted and recommended further evaluation. The device remains in service. No adverse patient effects were reported.